Event description:
Reportable based on device analysis completed on 28nov2019. It was reported that catheter kink was noted. The target lesion was located in the coronary artery. During a percutaneous coronary intervention procedure, it was observed that the opticross imaging catheter was kinked in three parts while inside the body. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed imaging window detached from the lapjoint section. It was further reported that the 38mm in length, 3.5mm in diameter target lesion was located in a mildly tortuous and calcified right coronary artery and 7mm in length, 2.25-28mm in diameter lesion was located in a moderately tortuous and mildy calcified left anterior descending artery. The detached tip was removed from the body. The current patient condition is good.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed the imaging window was detached from the lapjoint section of the device. No other visual damages were encountered upon visual inspection. The measure of the lapjoint section was within specifications.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed the imaging window was detached from the lapjoint section of the device. No other visual damages were encountered upon visual inspection. The measure of the lapjoint section was within specifications.

Event description:
Reportable based on device analysis completed on 28nov2019. It was reported that catheter kink was noted. The target lesion was located in the coronary artery. During a percutaneous coronary intervention procedure, it was observed that the opticross imaging catheter was kinked in three parts while inside the body. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed imaging window detached from the lapjoint section.